Event description:
It was reported that the patient underwent gynecological procedure to treat pelvic organ prolapse on (B)(6) 2004 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat a large pulsion enterocele approximately 6cm beyond the introitus and stress urinary incontinence concurrently with a laparoscopic sacrocolpexy with burch paravaginal repair and cystoscopy. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and urinary frequency. It was reported that patient underwent laparoscopic sacral colpopexy with davinci on (B)(4) 2008 by dr. (B)(6) due to total vaginal prolapse at (B)(6). It was reported that patient underwent exploratory laparoscopy with extensive adhesiolysis, laparoscopic excision of vaginal mesh, laparoscopic sacral colpopexy with laparoscopic repair of anterior and posterior vaginal wall, and cystourethroscopy on (B)(6) 2017 by dr. (B)(6) due to recurrence of prolapse at (B)(6).

Event description:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and urinary frequency. It was reported that patient underwent laparoscopic sacral colpopexy with davinci on (B)(6) 2008 by dr. (B)(6) due to total vaginal prolapse at (B)(6). It was reported that patient underwent exploratory laparoscopy with extensive adhesiolysis, laparoscopic excision of vaginal mesh, laparoscopic sacral colpopexy with laparoscopic repair of anterior and posterior vaginal wall, and cystourethroscopy on (B)(6) 2017 by dr. (B)(6) due to recurrence of prolapse at (B)(6).